Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as a result of usage of our device, the patient experienced a urinary tract infection. Allegedly the patient went to the emergency room where the catheter was changed and the patient was prescribed antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: this product contains natural rubber latex which may cause allergic reactions. Do not aspirate urine through drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only." (B)(4).

Event description:
It was reported that as a result of usage of our device, the patient experienced a urinary tract infection. Allegedly the patient went to the emergency room where the catheter was changed and the patient was prescribed antibiotics.